Manufacturer narrative:
Product event summary: at analysis the stated reason for return of "occasional deficiencies in demand mode" was not able to be confirmed, the device passed its incoming testing on the automated test console and a long term test was also stated and at a duration of 65 hours still no faults were noted. It was noted that the battery contacts were contaminated. The main board was calibrated, the battery contacts cleaned and the final test was performed on the automated test system. The device passed with no visual or electrical anomalies.

Event description:
It was reported that the external pulse generator had "occasional deficiencies" when on demand mode. It was further reported that this occurred after a procedure and that there was no patient involvement. The generator has not been returned for service. It was further reported that the product had been returned to service.